Manufacturer narrative:
Investigation summary: a complaint was reported for mis ID of patient results on a phoenix m50 instrument. The customer alleged that they got two different organisms from two different sites on same patient: e. Coli from blood sample and citrobacter from urine. Remote assistance was provided to the customer. The customer was only inquiring for more information, and they were not alleging a defect of the instrument. They did not do any repeat testing, nor do they have access to supplemental testing for confirmation. More information was later requested from the customer, but they did not respond to multiple requests. No additional information was provided in the case. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. An image was provided of the aio screen; however, no parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. While this specific occurrence was unable to be confirmed based upon the investigation, this failure mode is known to be related to a corrective and preventative action (CAPA). Pud 7.41a has been released to improve identification of e. Coli. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system two sites from the same patient gave two different identifications, one citrobacter youngae from urine and the other e. Coli from blood. Both site isolates gave similar sensitivity results. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system two sites from the same patient gave two different identifications, one citrobacter youngae from urine and the other e. Coli from blood. Both site isolates gave similar sensitivity results. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.